Event description:
Customer reported that the 840 ventilator was inoperative while in use on a patient. There was no patient harmed or injuries as a result of the vent. The customer reported to have replaced the graphic user interface (gui) cpu pcb. The covidien customer support engineer (cse) was only authorized to upload the software. The ventilator passed all testing.

Manufacturer narrative:
(B)(4).